Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Physician used 1 new drivers and one end broke while engaging locking mechanism. One end broke before torque sound engaged. Using uniplate with aegis screw.

Manufacturer narrative:
The tri-lobe uniplanar cam tightener shaft (product code: (B)(4), lot number: gm4317902) was returned to the complaints handling unit (chu). The tips of the cam tightener were found to have been broken. The cam tightener was subsequently submitted for fracture analysis. Also, although the torque handle was originally listed as an unknown part, it was used in conjunction with the cam tightener and is the only torque handle compatible with this tightener. In addition to fracture analysis, a hardness test was performed on the part. The results from the hardness test showed that the average was within the specified hardness range. A composite optical image of tips of the instrument reveals plastic deformation at the trilobes and torsional shear markings following a circular pattern. The plastic deformation at the trilobes indicates a torsional overload of both tips. This suggests the tips underwent a quasi-static overload torsional shear failure starting at the trilobes and extending to the center of the shaft, the potential fracture termination site. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the cam tightener tips breaking cannot be determined from the sample and information returned. Fracture analysis has determined that a probable root cause may be an unexpectedly high amount of torque placed on the tips during tightening. This may have led to the cam tightener experiencing a quasi-static overload torsional shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.